Manufacturer narrative:
The operating system is unknown. So the g4 - PMA/510(k) number populated is for ios.

Event description:
A replace sensor error message was reported with the adc device. And customer was unable to obtain readings. As a result, customer experienced "dizziness and not feeling well". And was unable to self-treat, requiring healthcare professional administration of unspecified "element" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported having a sensor error message. Attempted to replicate the customer's complaint using similar configurations iphone 13 mini ios 16.2 3.4.0.7228 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device in use with iphone, os unknown, app version3.4.0.7228 and customer was unable to obtain readings. As a result, customer experienced "dizziness and not feeling well" and was unable to self-treat, requiring healthcare professional administration of unspecified "element" for treatment. There was no report of death or permanent impairment associated with this event.